Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. Additionally, the grip, the switch box, the control knob, the flexibility adjustment ring, the case, and the plug unit all had scratching present. The cylinder and control knob both had discoloration present. The printed circuit board in the connector had corrosion as a result of water invasion. The clogged nozzle and tubing had compromised the air/water flow rates. The angulation was low, the cover was chipped, the adhesive was cracked, and the universal cord¿s coating was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii colonovideoscope due to an unspecified pressure issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material in the nozzle - however, the nature of the material could not be further determined. The nozzle was not reported as having been deformed, broken, or the like. As further information on the use of the device could not be acquired from the user facility, a further cause of the suggested phenomenon could not be presumed. The instructions for use (IFU) states on the method of inspection prior to use for air/water (a/w) nozzle as follows: "·operation manual_ preparation and inspection - inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function". The IFU states on reprocessing of the a/w nozzle and a/w channel as follows: "·reprocessing manual_precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution" olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer indicating that this error did not occur during the procedure and this event caused no patient harm. The event date was confirmed as 09aug2022 during procedure preparation.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.